Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that the customer experienced hypoglycemia. The customer current blood glucose level was 99 mg/dl. Customer went low 2 hrs after dinner with blood glucose 60 mg/dl and the prior boluses did not match the cause of low blood glucose 60 mg/dl. Customer changed site after dinner and that night had a low blood glucose 46 mg/dl and treated and other blood glucose was 200 mg/dl, 76 mg/dl, 62 mg/dl, 122 mg/dl, and 88 mg/dl. The customer was treated with troubleshooting. The customer was treated with carbohydrate for low blood glucose. The device will be returned for analysis.

Manufacturer narrative:
On (B)(6) 2021 customer is concerned for safety based on 2 events where blood glucose went low and is requesting insulin pump replacement. Thus and care link pro software was utilized and downloaded trace/history files properly. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, self-tests. No unexpected prime/fill, no delivery alarm anomalies were noted during testing or in the file history. No moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The device p-cap / test reservoir locks in place properly and no anomaly noted. Device had scratched case. In conclusion, device passed all functional tests and no anomaly noted during testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.